Event description:
It was reported that the right atrial lead exhibited high threshold, low sensing, and low impedance. The lead was capped and replaced on (B)(6) 2017. The patient was fine before, during, and after the procedure.